Event description:
Reporter indicated a vns patient experienced an increased seizures above baseline. System diagnostics are within normal limits. The physician suspects that the cause of the seizures may be battery depletion. Additionally, the patient reported he had swiped his magnet only once that day, but multiple magnet activations appeared in the magnet history. The magnet history is a measure of how many times the reed switch closes in the presence of a magnetic field. Any magnetic field strong enough to close the reed switch will trigger a magnet activation and be recorded in history. Good faith attempts to obtain additional information have been unsuccessful to date.